Manufacturer narrative:
The device was not returned to assist in the investigation. No details regarding the event were provided. Due to the lack of information, a root cause for the event cannot be determined.

Event description:
According to the complaint: the patient was implanted with a cook gunther tulip on (B)(6) 2007. It is alleged the patient was injured without further explanation. Additional information was requested, but not provided.

Manufacturer narrative:
(B)(4). The event is currently under evaluation. Supplemental report will be provided upon completion.

Event description:
According to the complaint: the patient was implanted with a cook gunther tulip on (B)(6) 2007. It is alleged the patient was injured without further explanation. Additional information was requested, but not provided. Additional information received january 30, 2017: it is alleged in the pending lawsuit that patient suffers from migration and the inability to retrieve the device.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2007. Additional information: plaintiff allegedly received an implant on (B)(6), 2007 via the right common femoral vein due to prevent blood clots after knee surgery. Plaintiff is alleging chest pain. It is alleged in the pending lawsuit that pt suffers from migration and the inability to retrieve the device.

Manufacturer narrative:
Chest pain; migration of device/component; difficult to remove. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on (B)(6) 2016 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to pe. Plaintiff is alleging migration, device is unable to be retrieved. No retrieval attempts were noted.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
According to the complaint: the patient was implanted with a cook gunther tulip on (B)(6) 2007. It is alleged the patient was injured without further explanation. Additional information was requested, but not provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "plaintiff is alleging chest pain, pt suffers from migration and the inability to retrieve the device¿. Cook will reopen its investigation if further information is received. Filter migration is a known potential complication of vena cava filters. Cranial (including to the heart and lungs) and caudal migrations have been reported. Among other causes, migration may be associated with filter placement in ivcs with diameters other than those specified in the instructions for use, improper deployment, deployment into clots, dislodgement due to large clot burdens, and (or) procedures that involve other devices being passed through an in situ filter. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.